Manufacturer narrative:
Initial reporter occupation: scm logistics coordinator. Investigation evaluation: device 1: the complaint could not be confirmed. The clip was deployed and not included in the device return. The device was visually evaluated under magnification and no anomalies were found. The device was advanced into a pentax colonoscope (2.8 mm channel) in a simulated lower gi position with the tip in the maximum retroflexed position to simulate a worst-case position. In this endoscope position, the drive wire extended and retracted as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. Device 2: the complaint could not be confirmed. The clip was deployed and not included in the device return. The device was visually evaluated under magnification and no anomalies were found. The device was advanced into a pentax colonoscope (2.8 mm channel) in a simulated lower gi position with the tip in the maximum retroflexed position to simulate a worst-case position. In this endoscope position, the drive wire extended and retracted as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for the reported observation could not be determined. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. A corrective action has been initiated to reduce occurrences of deployment difficulty for instinct plus clips. Prior to distribution, all instinct plus endoscopic clipping device are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic mucosal resection (emr) procedure, the physician used two (2) cook instinct plus endoscopic clipping devices. The clips would not disconnect from the delivery system after deployment. They were able to eventually complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.